Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were admitted to hospital due to high blood glucose on (B)(6) 2022 with blood glucose of 38 mmol/l. The customer's current blood glucose was 7.8 mmol/l. The customer did not experience any symptoms of high blood glucose such as nausea, headache and cough. Auto mode feature was on at the time of incident. Customer stated the cannula was bent. The customer report did not allege under delivery on insulin pump. No further complications were reported. The customer will continue to use the device.